Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of other structure") and pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted (lot no. D46953). Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). Essure was removed on (B)(6) 2019. The patient was treated with surgery (surgery to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) device breakage during removal [device breakage] perforation of the uterus or other structure [uterine perforation] perforation of other structure [perforation of organ] device migration with associated complications including bladder, bowel, and urinary problems [device migration] pain, including chronic pain [pelvic pain female] bladder problem [bladder disorder] bowel problem [other disorders of intestine] urinary tract disorder [urinary tract disorder] abnormal bleeding [genital bleeding] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] dysuria [dysuria] urine urgency [urgency urination] strong urine [urine odor abnormal] abdominal pain [abdominal pain] menorrhagia [menorrhagia] intermenstrual bleeding [intermenstrual bleeding] endometrial polyp [endometrial polyp] suspected uti [uti] iron levels low [iron low] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of other structure"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems") and pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted (lot no. D46953) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of urinary frequency, uti, anxiety, adenomyosis, depression, vaginal discharge, smoker (10 cigarettes per day), intermenstrual bleeding, panic attack, low mood, rash, miscarriage (B)(6) 2008), parity 5 (spontaneous vaginal delivery: on (B)(6) 2004. Spontaneous vaginal delivery: on (B)(6) 2005. Spontaneous vaginal delivery: 2009. Spontaneous vaginal delivery: on (B)(6) 2012. Spontaneous vaginal delivery: 2015), breast cancer, menorrhagia, fungal rash, frequency urinary and abdominal pain. Previously administered products included: implanon and oral contraceptive nos. Concurrent conditions were listed as lower abdominal discomfort, erythema, skin lesion, rash, fatigue, urinary incontinence, urinary urgency, urinary frequency, breast pain and dysfunctional uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), dysuria ("dysuria"), micturition urgency ("urine urgency"), urine odour abnormal ("strong urine"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia"), intermenstrual bleeding (" intermenstrual bleeding"), uterine polyp ("endometrial polyp") and urinary tract infection ("suspected uti") and was found to have blood iron decreased ("iron levels low"). The patient was treated with tranexamic acid + mefenamic acid (mefenamic acid, tranexamic acid), nitrofurantoin, ferrous sulphate (ferrous sulfate) and paracetamol as well as surgery (total laparoscopic hysterectomy and bilateral salpingectomy, total laparoscopic hysterectomy and bilateral salpingectomy and to essure remove). Essure was removed on (B)(6) 2020. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, bladder disorder, blood iron decreased, device breakage, device dislocation, device intolerance, dyspareunia, dysuria, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, mental disorder, micturition urgency, pelvic pain, perforation, urinary tract disorder, urinary tract infection, urine odour abnormal, uterine perforation and uterine polyp to be related to essure administration. The reporter commented: vaginoscopy ostia viewed patients left ostia: no. Of coil: 5 patients left ostia: no. Of coil: 4. Diagnostic results (normal ranges are provided in parenthesis if available): [chest x-ray] on (B)(6) 2020: loss, cough, smoker normal heart size mediastinal contours. The lungs are clear. [Cytology] on (B)(6) 2024: negative [histology] on (B)(6) 2020: clinical details: uterus, cervix and both tubes, hmb. Essure sterilized. Macroscopic examination: a uterus and cervix with both tubes attached. It measures 105 mm in length, 85 mm from right to left and 55 mm from anterior to posterior. The cervical os measures 16 mm. The left fimbriated fallopian tube measures 80 mm. The right fimbriated fallopian measures 80 mm, the endometrium measures 5 mm. The myometrium measures 20 mm. Microscopic examination: the ectocervix is atrophic. The endocervix is normal. Both fallopian tubes are normal. The endometrium is proliferative in phase. The myometrium is unremarkable [pregnancy test] on (B)(6) 2019: negative [ultrasound pelvis] on (B)(6) 2019: tv scan performed with patient's consent. Latex allergy denied by patient. Tv probe cleaned with the anteverted uterus is bulky measuring 10. 9 cm x 4. 7 by 6, l cm the myometrium is unremarkable. The endometrium has a slightly heterogeneous texture maximum thickness of 9 mm and there is a 4 mm area of slightly increased echogenicity? Endometrial polyp here, there is evidence of the essure contraceptive devices extending into both fallopian tubes which appear symmetrical in appearance and position though full assessment is not possible with today's scan. Normal appearances of- both ovaries the left measuring 29 mm the right 23 mm no free fluid seen. Endometrial polyps are small skin taglike structures inside the womb, there is no evidence of cancer. I am referring you to outpatient hysteroscopy for looking at the polyp and then you can have the mirena coil inserted at the same time. I am discharging you from the clinic [ultrasound scan] on (B)(6) 2016: s correct placement of the left and right essure micro inserts. You can now rely on this as a form of contraception; on (B)(6) 2019: small endometrial polyp of 9mm ¿ no evidence of cancer and both kidneys are normal in outline, with good corticomedullary differentiation. No focal masses, calculi or hydronephrosis noted. Right kidney: 12.1cm left kidney: 10.1cm abdominal aorta is normal in calibre. Urinary bladder is normal in outline, with 27ml post void volume; on (B)(6) 2023: left sided pain, previous hysterectomy. Recurrent utis previous us kub normal. Radiology report us pelvis ta and transvaginal, on (B)(6) 2023, 14:27 previous hysterectomy noted. Normal appearances of both ovaries. No obvious adnexal masses or free fluid seen batch no d46953 production date~2015-01-09 expiration date 2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-sep-2024: medical record received. Urine urgency, dysuria, strong urine, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, uterine polyps, uti & blood iron decreased were added. Medical history, concomitant conditions were added. Concomitant drugs & treatment drugs updated. Lab data & new reporters were added. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of other structure"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems") and pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted (lot no. D46953). Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (surgery to remove essure and to essure remove). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2019. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Batch no (B)(4) production date~ (B)(6) 2015 expiration date (B)(6) 2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.